Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2023. The catheter fell out due to a balloon burst. On (B)(6) 2023, the nurse followed a doctor's advice to indwell a urinary catheter for the patient. The catheterization process went smoothly, and 30ml of normal saline was injected into the balloon, which was double-fixed, drained smoothly, and had no urine leakage. The model was a double-cavity, 16fr. On (B)(6) 2023, when the nurse checked the patient it was found that the catheter had fallen out. The balloon was inspected for a damage of about 2cm in size and the double fixation was still in place. The nurse immediately reported to the doctor and head duty nurse to change the urinary catheter that was double fixed and injected 30ml of saline and found the drainage was smooth without leakage of urine. As per the follow up information received via ibc on 15jul2023, clarified that there were no missing pieces of balloon inside the patient's body.